Manufacturer narrative:
Additional information: d6a, h4, h6. The reported event could not be confirmed, as no images or CT-scans were provided. The surgeon identified soft tissue interference as a contributing factor and raised no concerns regarding implant design; however, despite multiple attempts, no additional information was provided by the responsible sales representative. Device history records confirmed that the peek implant was designed and manufactured according to specifications with allowable modifications per the IFU, and no device-related issue was identified. Based on the investigation, there is no indication for an incorrectly working product or any design, material, or manufacturing-related issue. Therefore, no corrective and/or preventive actions are deemed necessary at this time.

Event description:
No new information.

Manufacturer narrative:
Device is not available for evaluation. If additional information is received, it will be reported on a supplemental report.

Event description:
It was reported that the implant required slight adjustments due to soft tissue interference.